Event description:
It was reported that within a couple weeks of implant, the right ventricular (rv) lead exhibited a loss of capture, and was found to have perforated the heart. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.